Event description:
There was an allegation of a questionable elecsys troponin t hs result from the cobas e 801 analytical unit. The initial result was 34.6 pg/ml, with a repeat result of 34.2 pg/ml. The patient's myoglobin result was 37.3 ng/ml, and the ck-md result was 1.76 ng/ml, both within normal limits. The sample was testing on the quidelortho viros platform and the troponin I result was <0.012 ng/ml, indicating a negative finding. The customer questioned the initial troponin results. The patient was considered healthy and was undergoing a physical examination.

Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). The customer suspects that there was interference with the assay. The investigation is ongoing.

Manufacturer narrative:
Medwatch field b7 other relevant history was updated. The patient sample was received for investigation. The patient sample was tested with elecsys troponin t hs, elecsys myoglobin, and elecsys ck-mb. The investigation confirmed the customer's results. The customer's results were also confirmed when the patient sample was tested for troponin t using a third-party assay on a competitor platform. The patient sample was tested for interferents against the assay using heterophilic blocking tubes (hb-tube) treatment. No interferent was detected. The investigation did not identify a product problem based on the provided information.